Event description:
On (B)(6) 2012, it was reported that the pt was having difficulty controlling his blood glucose levels. He felt as though the infusion device was not delivering accurate amounts of insulin. The pt did not require medical assistance form a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occured outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.